Event description:
The international customer reported the device alarmed due to pressure sensors failure. The customer reported there was no patient involvement. Review of the device diagnostic history noted an spi bus failure. The manufacturers service technician replaced the data acquisition pcb to motor controller pcb boards cable to address the reported issue.